Event description:
An aneurx abdominal stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 3.5 years ago. Aneurysm and vessel morphology from the time of implant are unk. The pt had been followed regularly, and the CT angiogram from approximately 9 months ago was unremarkable. It was reported that approximately 1 month ago, the pt presented with a ruptured aneurysm due to distal migration of the stent graft and a proximal type I endoleak. The migration was attributed to dilatation of the aortic neck from disease progression. The physician elected to implant a cuff from another manufacturer to successfully intervene for the stent graft migration, endoleak, and rupture. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (endoleak, graft migration, ruptured aneurysm/vessel). ( disease progression and aortic neck dilatation).